Manufacturer narrative:
The lens was returned adhered to/pressed between two plastic cups. Solution was dried on the lens. The lens was cleaned with lphse, for further evaluation. The optic has a large deep crack in the central optic zone of the lens. Other than the damage, the lens appears clear. Power and resolution testing could not be conducted, due to the extensive optic damage. Qualified associated products were indicated. The product investigation could not identify, a root cause for the reported complaint. Power and resolution testing could not be conducted, due to the extensive optic damage. The power and resolution of each lens is 100% evaluated, during the manufacturing process to determine acceptability per model and diopter. Information was provided in the file, that the multifocal toric 19.5 diopter (3.75cyl), add power +2.2 & 3.2 lens model was replaced with a monofocal toric (3.75cyl), 19.0 diopter lens model. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest, that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. There were no other complaints reported in the lot number. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following implantation of an intraocular lens patient experienced cloudy vision, film, blurred vision, severe glare. The lens was exchanged with a new one in a secondary procedure. Additional information was requested and received reporting that in surgeons opinion mechanical complication, severe glare and blurred visual acuity caused or contributed to the event. There was no patient harm.